Event description:
It was reported that while using the bd rapid detection of sars-cov-2 veritor¿ that there was fasle positives. The following information was provided by the initial reporter: customer inquiring about 5 different occasions of false positive results from product 256082.

Manufacturer narrative:
H6. This summarizes the investigation results regarding a complaint that alleges false positive when using rapid detection of sars-cov-2 veritor (material # 256082), batch number 2017494. It was reported by the customer that there were false positive results. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Investigation and testing were performed on the batch number provided. Bhr analysis results were acceptable, and no relevant issues found. There are no samples were returned, therefore return sample analysis could not be performed. Based on the workflow information provided by the customer was analyzed and found out customer was followed the instructions correctly. Based this available information this complaint cannot be confirmed. Currently, no adverse trends identified for false positive. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Manufacturer narrative:
Common device name: coronavirus antigen detection system a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd rapid detection of sars-cov-2 veritor¿ that there was false positives. The following information was provided by the initial reporter: customer inquiring about 5 different occasions of false positive results from product 256082.